Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim it was reported that for the last month or so, the device is not helping their symptoms. The patient stated that they are flowing a lot. The patient was able to connect and was at 3.8 on program 1. The patient increased stimulation to 4.4 where they were able to feel stimulation. The patient will monitor symptoms now that a change was made and will follow up with their healthcare professional if the issue is not resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the consumer. The patient reported the same therapy issues, and that their bladder was dripping and they needed to run to the bathroom every two seconds. They stated that their symptoms were being controlled, but last night they were not and they were up all night running like a faucet. They were able to check that their device was on. Last night when they laid on their communicator they were uncomfortable. They believe that when the communicator is not over the ins, the device doesn't control their symptoms as well as when their communicator is on her person. Patient services reviewed information. No further device issue alleged / identified. No further patient symptoms or complications were reported. Additional information was received from the patient. It was reported that the patient had a return of bladder symptoms off and on for at least a month. The patient said before they weren¿t going and now, they are ¿going, going, going¿. The patient said that their depends are not even holding all the urine. The patient said that it is like an explosion and they were leaking quite a bit and had to use their dogs pee pads also at night. The patient said it wasn¿t working because when it is working every once and a while they will get like a jolt. The patient said it is like a nerve reaction they guess. The patient asked their healthcare professional and they said it is a skeletal issue. The patient confirmed they had not had any falls or accidents. The patients current setting is program 1 at 4.5 volts and on the call, they increased to 5.0 volts. Patient services advised patient to monitor symptoms in a diary and see if their symptoms improve. No further complications were reported.

Event description:
Additional information was received from a consumer. The patient called back reporting the same issues as before, a loss of therapy and possible device sensation issues. The patient stated that when she stands up urine will just pour out of her and it's out of control. The patient also mentions that randomly and suddenly she will get this nagging sharp pain that it causes her to scream. They had had a few incidences like this randomly. The patient stated that her hcp said its a "structural" thing but the pain is so extreme that a scream will come out. The patient said that the pain was right at the top of her leg right under her butt. Patient services reviewed possible therapy changes, but the patient did not have her external equipment with her to make changes. Patient services ultimately redirected to hcp to discuss issues, but the patient may be calling back once she is with the external equipment. The patient was very upset because she has called her hcp many times, but her hcp won't return her phone calls. The patient stated that her general hcp also tried to get a hold of that hcp and they couldn't either. Patient services offered to send hcp listings but the patient declined. On (B)(6) 2020 the patient called back and reported the same issues from (B)(6) 2020. The patient finally received a response from the healthcare provider's office and was told that they are closed for two weeks due to the virus. Patient services reviewed programming direction and the patient decided that she would like to decrease the stimulation; however, when she attempted to power up the handset nothing came up. So the patient plugged it in (was at 2%). The patient said that she recharged recently. The patient charged her handset and called back to review general use. Patient services reviewed how to change programs. The patient changed from program 1 to program 2 and increased stim to a comfortable level. Patient services recommended that the patient monitor her symptoms and her pain. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that she has been calling their doctor and she is very disappointed because she isn't calling her back. Patient said she feels like the stimulation is working now but this morning she dripping. Patient said the remote said it has timed out. The patient was told that is okay that happens when you take the communicator away from the implant. She only needs the communicator and handset connected to ins when checking or changing settings. Patient said she wanted a name a new doctor in the area. The patient services pulled up listings and she said she wanted a female doctor. The one that was closest was a male, and the female doctor she said was too far. The patient services would reach out to rep to see if there is any female doctor's closer to her.